Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the battery was not charging. There was no impact to the customer's blood glucose level. Customer continued to use the pump for insulin therapy. In addition, it was reported that the tandem usb cable is damage and does not charge the pump.